Event description:
It was reported that a patient underwent plastic surgery on (B)(6) 2014 and suture was used. During the procedure, the suture detached from the swage after the first passage to the muscle when the surgeon applied pulling force to the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The returned samples were found to be out of specification. The evaluation found the heat tipping zone does not meet the requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gk8hpka0, batch gl8gxga0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.